Manufacturer narrative:
There was no allegation of a malfunction of the power management (pm) board. This case was created for a part order only. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jul2020.

Event description:
The customer reported a ventilator with a defective power management printed circuit board assembly. There was no patient involvement or harm.